Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 3/30/2017. Device returned to manufacturer? Yes. Device evaluation: the plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. Scarce amounts of viscoelastic solution were observed on the cartridge which indicates that the unit was handled and prepared for surgical use. The lens was observed broken and stuck inside the cartridge. Heavy dent/distortions were also observed at the cartridge tip. The reported complaint was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests for this production order (po). Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: no patient involvement was reported, indicating the lens was not implanted. If explanted; give date: no patient involvement was reported, indicating the lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The injector tip of a pcb00 tecnis itec preloaded 1-piece device was reported as damaged (smashed). There was no patient involvement or user injury. No additional information was provided to abbott medical optics.